Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed all relevant testing. Audio\vibration test with global receiver communication tool test was performed and passed. Manual try-it audio\vibration testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. Speaker and vibrator resistance were measured and were within specification.the allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.